Event description:
Additional information received reported that the reporter was unsure if the motor stall ever recovered prior to pump replacement. The reporter noted that when the motor stall occurred, the patient was already scheduled for a pump replacement on (B)(6) 2012 due to end of life (eol) of the pump. The patient did not require hospitalization due to the event. The patient outcome was reported as no injury. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a motor stall with no recovery. The patient heard his alarm and telemetry confirmed the alarm was due to a motor stall which occurred on (B)(6) 2012. The patient went to the emergency room and was sent to the clinic for evaluation. The caller denied any magnetic or electromagnetic (emi) interaction. The patient had a return of symptoms and was "beginning to tighten a little." The motor stall recovered (B)(6) 2012. It was later reported that another motor stall occurred on (B)(6) 2012 and had not recovered. The patient's pump was replaced on (B)(6) 2012 because it had a 2 month elective replacement indicator (eri). It was reported the patient "seemed okay and did not have any symptoms." The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type catheter. (B)(4).